Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/28/2017, that on (B)(6) 2017, intermittent audio on g5 mobile application occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be the that the low alert was turned off and on multiple times and the high alert is set to vibrate only and will not make a sound.